Event description:
Boston scientific crm received information that at last patient visit, this device could not be interrogated. Last interrogation seven months ago, showed that there was one year remaining. At that visit some programming changes were made to the device which may have impacted remaining longevity. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the device was in bin current 1. No hardware resets were logged. The device paced and sensed normally at eol-vvi, with a magnet rate of 85ppm. The eol indication was cleared and normal pacing and sensing was noted at dddr with a magnet rate of 100ppm. The pg was programmed to temp mode 60ppm, 6.5 volts, 0.4ms and the atrial pacing output measured 6.06 volts and the ventricular measured 6.20 volts. The hex dump noted the previous battery status was dated (B)(6) 2010 and was eol. Ert was set on (B)(6) 2009. As received printouts noted that a forced lead impedance test was performed on (B)(6) 2009. The last program date was also (B)(6) 2009. The histograms and counter were reset on (B)(6) 2009. Hex dump data noted that the sum of the hybrid current, atrial pacing current and ventricle pacing current are bin 1 currents. Total current 20.736-a. Atrial pacing current 9.216-a and ventricle pacing current 2.304-a. The hex dump noted that the accelerometer was not enabled. Total current of 20.736-a is in the lower range of bin 1. Hex dump data also noted that the accelerometer was programmed on. Higher bin currents will cause the device to declare ert sooner then device in bin current zero. Real time x-ray noted on irregularities with feed thru wire and connections. Normal telemetry was noted with both the zoom programmer and the rrp software. Longevity based on data obtained during initial testing noted this device meets the insignia minimum longevity calculator. Analysis concluded that this device paces and senses normally and meets the insignia minimum longevity calculator based on data obtained during detailed analysis. Normal telemetry operation was noted during analysis.